Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: marcelin, c., soussan, j., desmots, f., gaubert, j.-y., vidal, v., bartoli, j. M., and izaaryene, j. (2018). Outcomes of pulmonary artery embolization and stent graft placement for the treatment of hemoptysis caused by lung tumors. Journal of vascular and interventional radiology, 29(7), 975¿980. Doi: 10.1016/j.jvir.2018.01.773.

Event description:
It was reported in an article from the journal of vascular interventional radiology titled " outcomes of pulmonary artery embolization and stent graft placement for the treatment of hemoptysis caused by lung tumors " that in a retrospective study of nineteen patients, endoleak (leak of contrast between pulmonary artery and the stent graft) was identified in two patients after stent graft placement. These endoleaks, which were a complication due to the conical shape of segmental pulmonary, were treated immediately after stent-graft deployment with onyx. The patients status was not provided.